Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unspecified lead helix did not extend out of the lead body and therefore did not attach to the patient heart. The lead was attempting not used, removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead was positioned in the high septum.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv1/distal conductor was extrinsically distorted from over-rotation at implant/explant. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned in a sealed packaging with the outer cellophane a non-medtronic cellophane with a serial number of pjnakw844v with a use by date of 2025-08-16. The cellophane was torn at upper left-hand side of the bottom of the packaging and at the left side of the right side of the packaging. The seal on the outer packaging was breached with part of the seal torn off. The full lead was found loose in the packaging with the inner packaging not returned. The helix will not extend due to distal conductor distortion within the connector from over rotation of the helix at 1.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.